Event description:
It was reported that the electrocardiogram (ECG) leads were cracked. The cables were returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the cables were cracked. (B)(4).